Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-may-2024, it was reported that the patient experience that 4-infusion set were fell off during use. The infusion set is long for 1.5-2 days. No further information available.